Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
End user reports unknown qty, unknown mus, unknown lots over the last 1.5 yrs - initially when first using would get utis and he thinks it was a concern with paper integrity on the catheter packaging. He said he needed treatment of antibiotics for those and then his md placed him on low dose macrobid to avoid infections so while he has still noticed this issue off an on throughout the 1.5 yrs he has used them he hasn't gotten anymore utis since taking low dose prophylactic macrobid daily. There was no additional information provided.